Event description:
On 11/05/1999, the MFR received medwatch report #3600160000-1999-0005 from the facility that states the following: the device was placed in the pt. Product recalled through letter from the MFR(ref. Voluntary product removal #1056436-09/01/1999-001-r) this info was not provided to the hosp to pull the products. Therefore, the pt had the catheter inserted prior to removing the product from the shelves. No further details were provided at this time.